Event description:
Procedure performed: laparoscopic bilateral inguinal hernia repair. Event description: the rep was present during the case. At the start of the case, the surgeon dissected down to the desired plane. The surgeon used s retractors during the dissection. Once the surgeon reached the plane, the surgeon placed the balloon at an angle that was almost parallel against the patient. The surgeon made 17 full pumps with the balloon. The surgeon made sure to provide time between each pump to avoid inflating the balloon too rapidly. The surgeon kept the device in position during inflation and did not move the device. The device was inflated under direct visualization using a scope. After the 17 pumps the surgeon noted a tear in the left side of the posterior sheath of the peritoneum. The surgeon removed the balloon and inserted an applied medical kid balloon blunt tip trocar to visualize the peritoneum and confirm the defect. The surgeon then elected to abort the tep approach and inserted trocars through the peritoneum and into the abdominal cavity to proceed with the case laparoscopically. The case was completed successfully and patient status is fine. Patient had a prior bilateral inguinal hernia repair. It is unknown if there were any anatomical issues that interfered with inflation. Product is not available for return. Product was disposed of by the facility. Intervention: the surgeon then elected to abort the tep approach and inserted trocars through the peritoneum and into the abdominal cavity to proceed with the case laparoscopically. Patient status: tear noted in left side of the posterior sheath of the peritoneum. Patient status fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the exact root cause of the injury or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic bilateral inguinal hernia repair. Event description: the rep was present during the case. At the start of the case, the surgeon dissected down to the desired plane. The surgeon used s retractors during the dissection. Once the surgeon reached the plane, the surgeon placed the balloon at an angle that was almost parallel against the patient. The surgeon made 17 full pumps with the balloon. The surgeon made sure to provide time between each pump to avoid inflating the balloon too rapidly. The surgeon kept the device in position during inflation and did not move the device. The device was inflated under direct visualization using a scope. After the 17 pumps the surgeon noted a tear in the left side of the posterior sheath of the peritoneum. The surgeon removed the balloon and inserted an applied medical kid balloon blunt tip trocar to visualize the peritoneum and confirm the defect. The surgeon then elected to abort the tep approach and inserted trocars through the peritoneum and into the abdominal cavity to proceed with the case laparoscopically. The case was completed successfully and patient status is fine. Patient had a prior bilateral inguinal hernia repair. It is unknown if there were any anatomical issues that interfered with inflation. Product is not available for return. Product was disposed of by the facility. Intervention: the surgeon then elected to abort the tep approach and inserted trocars through the peritoneum and into the abdominal cavity to proceed with the case laparoscopically. Patient status: tear noted in left side of the posterior sheath of the peritoneum. Patient status fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.